Manufacturer narrative:
Mfg date: the device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the power supply malfunctioned causing the surgery to be suspended. The procedure was completed successfully by using another brand of laparoscopes.

Manufacturer narrative:
During an operation at the first people's hospital of (B)(6), the monitor's adapter suddenly malfunctioned, causing the surgery to be suspended. Finally, other brands of laparoscopes were replaced to complete the operation. This led to an extension of the patient's surgery and anesthesia time, as well as longer post-ICU observations and changes in treatment options. The failure identified in the investigation is consistent with the complaint record. The probable root cause could be power supply failure. Manufacture date is not known. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the power supply malfunctioned causing the surgery to be suspended. The procedure was completed successfully by using another brand of laparoscopes.